Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the erbe to resolve the issue. The system was verified and ready for use. The erbe generator has not been returned to isi for evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure that repeated errors occurred against the erbe generator. The customer reported that the errors were m-11, m-18, and c-30 and the erbe was power cycled, but issue was not resolved. It was verified that the erbe was connected directly to ac power. There were no reports of patient injury.